Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the customer performed the leak check prior to use with no leakage confirmed. After 5 days of use, leakage of the cuff occurred. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used sample was returned for evaluation. The returned sample was visually examined and found to have a tear on the surface of the cuff component. The review of the device history records showed no non-conformities identified during manufacturing. The review of cuff components used to produce the reported lot number showed no non-conformities identified. The returned device was found to show a tear consistent with damage occurring during use: the device testing includes a 100% leak test which can detect cuff holes measuring 0.003 inches or larger. The reported issue could not be confirmed to have been caused by an intrinsic device problem. However, the manufacturing facility has identified a corrective action to further investigate potential for cuff leakage for this device type. At this time, several actions have been implemented, including notification to production personnel and revision of the cuff leakage test procedure.